Event description:
It was reported by provider that the back upholstery is ripping at the grommet on the t4x24rdap wheel chair. The provider has not seen the chair, end user brought the chair in last week and the customer service rep saw the chair.